Manufacturer narrative:
H6. The codes present in section h6 correspond to multiple components / products that comprise this reported event. Continuation of d10:  product ID evolutfx-26 (serial: (B)(6); product type: 0195-heart valves; product ID: d-evolutfx-2329 (lot: 0011748994); product type: 0195-heart valves; section d references the main component of the system. Other medical products in use during the event include: brand name: vlv evolutfx-26 product ID:  evolutfx-26 serial number:  (B)(6); use by date: 2025-05-29; UDI: (B)(4); product analysis: the dcs was discarded and the valve remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that following implant of this transcatheter bioprosthetic valve, upon withdrawing the delivery catheter system (dcs), the nosecone caught on the valve. Subsequently, the valve dislodged aortic. A new valve was loaded on a new dcs and inserted into the patient. The new system was unable to cross the dislodged valve despite using snares. Every time the nosecone approached the outflow of the valve, the nosecone would get caught and not advance. After several attempts, the system was withdrawn and a non-medtronic valve was used for implant. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6 - method and conclusion codes h10 - conclusion: dislodgement of the valve by the distal tip is related to operator technique or experience; the evolut instructions for use (IFU), instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the delivery catheter system (dcs) tip through the valve. In this case, it was reported that prior to slowly withdrawing the dcs, the nosecone was centered within the frame inflow of the valve by slightly retracting the guidewire. The dcs was not twisted or torqued at any point during deployment. No images from the procedure were received for review; given the limited information, the root cause of the dislodgement event cannot be confirmed. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the transfemoral access site was used, and a medtronic guidewire was used for implant. A pre-implant balloon aortic valvuloplasty (bav) was not performed. It was reported that cuspal overlap technique was used, and the training guidance for slow deployment of the valve was followed. Prior to slowly withdrawing the dcs, the nosecone was centered within the frame inflow of the valve by slightly retracting the guidewire. The dcs was not twisted or torqued at any point during deployment. Per the physician, the nose cone catching on the inner tab of the valve despite slow removal of the dcs caused the valve to dislodge. Per the physician, patient anatomy did not cause or contribute to the dislodgement and difficult advancement of the second dcs. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.